Event description:
It was reported that the device was out of range and failed calibration. There was no patient involvement.

Manufacturer narrative:
The reported complaint of the device failing calibration was reproduced. The probable cause of the reported complaint of the device failing calibration was believed to be due to the cam being misaligned in the pumping mechanism assembly. A review of the device history record showed the device had a manufacture date of 04/06/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was out of range and failed calibration. There was no patient involvement.

Manufacturer narrative:
Inspection: sn (B)(6). The device was received in fair condition. The instrument seal was missing. The right (male) iui was observed with dried fluid. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with door operation. Latch sear are installed properly and did not interfere with door operation. All parts inspected are manufactured by bd. Cam observed misaligned in the mechanism assembly bezel was disassembled (date code: november 2019). Log analysis results: the customer did not provide an event date but reported the issue to bd on 28 january 2021. Review of the suspect device error log showed no recent errors were recorded. Review of the suspect device event log showed, prior to the issue being reported to bd, the suspect device was powered on (B)(6) 2020 attached to pcu sn (B)(6) . Test results: sn (B)(6) . The customer did not provide the event administration set for investigation. The suspect device was attached to a test pcu and rate accuracy testing was performed using alaris system maintenance v9.8.1. Results indicate the device was not operating within specification. The vpmr at production was found to be different than the as-received vpmr indicating the device was calibrated in the field. Rate calibration task was performed. Calibration failed and was recommended the device be repaired. The suspect device bezel was replaced with a known good bezel. Rate accuracy task was performed. Results indicate the device was operating within specification. Inspection of the suspect bezel showed the cam was slightly shifted. The mechanism assembly was disassembled and the cam was adjusted. The adjusted bezel was re-installed in the suspect device and rate accuracy task was performed. Although the results indicated the device was not operating within specification, the actual error was within calibration range. Rate calibration task was performed and the device was successfully calibrated. After calibration, rate accuracy testing was performed and results indicate the device was operating within specification. After calibration, timed rate accuracy was performed and results indicate the device was operating within specification. Test method information: timed rate accuracy test method (dir 10000360036) 1503-001-006-r. Device history review: sn (B)(6) . A review of the device history record showed the device had a manufacture date of 04/06/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the reported complaint of the device failing calibration was believed to be due to the cam being misaligned in the pumping mechanism assembly. The reported complaint of the device failing calibration was reproduced. ¿ review of the suspect device error log showed no recent errors were recorded. ¿ review of the suspect device event log showed, prior to the issue being reported to bd, the suspect device was powered on (B)(6) attached to pcu sn (B)(6) . ¿ inspection of the suspect device showed the cam was misaligned in the mechanism assembly. ¿ after adjusting the cam, testing showed the suspect device was able to be calibrated. ¿ the device was not being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was out of range and failed calibration. There was no patient involvement.